Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had been programmed to least sensitivity. It was reported that this patient experienced a ventricular tachyarrhythmia which should have required a high voltage shock. However, due to the least sensitivity setting, the device undersensed the arrhythmia, which resulted in the rhythm falling into the vt-1 zone with subsequent receipt of anti tachy pacing (atp). External rescue shocks were required to convert the patient. The device was subsequently reprogrammed to most sensitivity, and the device remains implanted. To date, there have been no reported patient symptoms associated with this clinical observation.